Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that it was taking too long to charge their ins. They also had poor coupling. The patient said they had the charger on day and night prior to call and it still showed the battery low. The patient tried moving the antenna around to get more bars. The patient couldn't troubleshoot because they didn't have the recharger with them at the time of the call. The patient was going to call back when they had the product and somebody to help them. The patient called back later that day and reported that their insr was not working. The patient was calling for help with recharging and had the charger in hand. The patient said they had not used it in a long time due to moving around from place to place and was currently in assisted living. The repositioned the antenna and worked with patient to plug dtc into the wall outlet. The green light was on, the patient plugged the connector into the top of the insr adn the patient started a charge session. During troubleshooting, the patient got teh reposition antenna then after repositioning it they were successful to get their recharge status screen but had zero boxes black. The patient did not use a belt, they would lay the insr on themself while lying down in bed. During the call the coupling went from 0-2, then to 8 boxes, then back down to 0-2 bo xes. The ins battery level showed low, but patient reported seeing the lightening bolt (stim on). Patient services encourage patient to continue charging trying to get 8 coupling boxes and call back if they needed further support. There were no further complications reported.